Event description:
It was reported that the patient received six inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) during a drop in r-wave signal amplitude. Boston scientific technical services (ts) was consulted to discuss the morphology changes that occur during detection and post shock. Upon review ts noted the signal changes do not indicate potential system impairment situation. Ts discussed that there is circumstantial noise usually in the second that follow the shock, but that noise is not saturating the detection channel. Ts further discussed additional troubleshooting steps to confirm that there were no system issues and how to move forward with identifying other causes of signal amplitude changes. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.